Event description:
The nurse reported that both distal screws in a long gamma3 nail were broken. X-rays were taken at 12 months follow-up. Subject has no problems and fracture was healed according to the assessment by the investigator. No hospitalization or removal surgery planned. Good outcome.

Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available it will be submitted on a supplemental report.